Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited placement difficulty with multiple sites being trialed to obtain satisfactory p waves. It was reported that during implant of the left ventricular (lv), the lead exhibited placement difficulty and no lead was able to be placed. A revision procedure was carried out approximately three weeks later to implant an lv lead, which was successful. It was decided to revise the ra lead and it was also noted that when the physician was performing the lead revision, poor atrial sensing was observed on p waves. The lead could not be advanced into the selected vein and attempts where halted due to dye load. In addition to that, the helix was extended and retracted 7-8 times for lead testing. Eventually when good sensing was located in the lateral right atrium, the lead dislodged 3 times almost immediately after the helix was fully extended. The ra lead was then fully extracted and noticeable tissue was imbedded in the helix likely due to multiple deployments. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.